Event description:
It was reported that during a procedure while the s2 drill was in use, the patient received unintended stimulation. The drill and console were switched out, and the same thing occurred. The physician reported that the event may have been related to the patient having a dehiscent nerve. Due to the event and resulting delay in the procedure, the patient was given two additional hours of anesthesia. The procedure was completed successfully with no further patient or user injuries or adverse consequences.

Event description:
It was reported that during a procedure while the s2 drill was in use, the patient received unintended stimulation. The drill and console were switched out, and the same thing occurred. The physician reported that the event may have been related to the patient having a dehiscent nerve. Due to the event and resulting delay in the procedure, the patient was given two additional hours of anesthesia. The procedure was completed successfully with no further patient or user injuries or adverse consequences.

Manufacturer narrative:
The reported event was not confirmed for the returned handpiece. No device related malfunctions or failures were identified during evaluation and testing of the returned handpiece. The device was serviced for preventative maintenance and returned to the customer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.